Event description:
Epidural IV was hung on epidural pump and set to infuse. Several hours later, the machine alarm sounded and indicated that the bag was empty. When the nurse unlocked it to put a new bag in, it was noted that no epidural medication had been infused.technical assessment by biomed: when tested in biomed, the pump functioned properly.using the same program times and volumes, it delivered the set volume and the upstream and downstream alarms also functioned properly.